Event description:
It was reported during a rotator cuff repair that the surgeon was using a twinfix ultra 5.5 plla/ha suture anchor. The anchor was at a 45 degree angle and upon placing the distal tip of the anchor into the hole and on the first turn of the insertion of the anchor, the anchor broke off the handle. The sutures were in the bone hole as was the tip but the remaining section of the anchor had broken off into the joint. The pieces were retrieved and have been kept for inspection along with the insertion handle. The surgeon decided to leave the sutures in place and use those as part of his fixation. A back up device was reportedly on hand as well.

Manufacturer narrative:
Device evaluation: one delivery device was returned for evaluation along with the proximal end of the broken anchor. The appearance of the anchor is consistent with a failure in torsion. Per IFU 10600675 rev. B ¿use the appropriate smith & nephew awl-dilator to prepare the insertion site. For a twinfix ultra ha 5.5 mm suture anchor the appropriate ref (B)(4), 5.5/6.5 awl-dilator should be used. The reporter indicated that a 4.5 awl dilator was used to prep the site. A review of the device history records were performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. (B)(4).